Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable throughout.